Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced nausea and vomiting, and emergency medical services reported a heart rate in the 30-40s beats per minute (bpm). Review of the remote transmission showed the implantable cardioverter defibrillator (ICD) programmed lower rate was 60 bpm and right ventricular (rv) lead undersensing was seen on stored electrograms (egm). The ICD and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient also experienced diarrhea and a feeling of impending doom. Follow up was conducted and indicated that the bradycardia was not true as it appeared to be due to premature ventricular contractions (pvc). Additionally, no rv undersensing was observed by the clinic. The patient was hospitalized, and the device lower rate limit was reprogrammed.